Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. Review of the directions for use notes the reported event as potential adverse event associated with the use of the device. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted. Product is not expected to be returned

Event description:
Prior to index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin. Prior to the procedure, the subject received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus valve. Of note, during the procedure a safari guide wire was 'accumulated in the left ventricle' resulting in splinting of the diaphragm and hypotension (event description below). Here was correct positioning of a single prosthetic valve into the proper anatomical location and neither repositioning nor retrieval was attempted. Event description: during index procedure post balloon valvuloplasty, a 27 mm lotus device was positioned over the safari wire to the aortic valve annulus. The device was deployed with fluoroscopic and angiographic guidance. No re-sheathing was required but the guide wire was accumulated in the lv as it could not be withdrawn due to friction within the system resulting in splinting of the diaphragm and hypotension. The device was then released and the nose cone recaptured in the ascending aorta, post which the safari wire was able to be retrieved and the blood pressure resolved. The valve was released and the delivery system removed from the rfa sheath. Post index procedure, angiography revealed acute stent closure of a previously deployed unknown stent in distal rca, secondary to stent thrombosis. Pci to rca was performed. The event was considered to be recovered / resolved. 12 days post procedure, the subject was discharged on aspirin and clopidogrel.